Manufacturer narrative:
Radiological image review results: intra-op films for l4-5 tlif show incomplete placement of the interbody graft with one of the radiographic markers located posteriorly. The length of the graft may be oversized for this disc space. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent open transforaminal lumbar interbody fusion (tlif) due to radiculopathy. Intra-op, the cage broke into two pieces during implantation and posterior and 1/4th of the implant was taken out with the inserter. The removal of the implant was done immediately during the procedure. There was no patient symptoms or complications were reported as a result of this event. There is no further removal surgery planned for removing the remaining device.